Manufacturer narrative:
The investigation into the issue reported to us involving the (high pressure extension tubing with rotation male luer adaptor) lot numbers 33e120081, has been completed. It is indicated that your customer reported that the tubing came off of the injector at the start of a procedure. Four samples of lot 33e120081 (three in sealed packages, one piece out of the package and the female luer lock off of the tubing) in sealed packages were received for evaluation. The seven samlpes that were in sealed packages were all pressure tested and found to hold 1000psi for five seconds at 98 degrees (per test criteria). On the sample that was out of the package, the tubing od was measured and found to be within tolerance. The ID of the tubing taper of the female luer lock was measured and found to be within tolerance. Upon examination, both the tubing and the female luer lock showed evidence of solvent, with no evidence of a patchy solvent connection. The dimensions and visual examination showed that this unit did not fail due to a component or assembly issue. The lot numbers provided were used to review the history of the device, which was found to be acceptable. Although we were unable to confirm this issue, we thank you for bringing this matter to our attention. Note: no product defect could be determined for the tubing disconnecting from the injector (syringe).

Event description:
Customer reports that twice the tubing has come off the injector at the start of a procedure. The separation came at the tubing/hub interface at approximately 512 psi. Customer is concerned about contaminated contrast being expelled from the tube after separation.